Manufacturer narrative:
Follow-up #1 date of submission 02/25/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2016 with the following findings: a review of black box data showed a no cartridge detected warning on 01/14/2016. A load step malfunction did not occur during testing. The force sensor calibration was found to be within specifications. The pump cover was opened and no damage was found to the force sensor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.